Manufacturer narrative:
(B)(4).

Event description:
It was reported that the atrial lead exhibited high capture thresholds. The physician elected to explant and replace the lead. The patient was in stable condition before and post surgery.